Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified lad/cx lesion exhibiting 75% stenosis and moderate vessel tortuosity. The physician attempted to use an endeavor resolute (rx) drug eluting stent which was prepped and inspected with no issues noted. Lesion was not pre-dilated. During the procedure it was reported that the device failed to cross the target lesion, resistance was encountered but no excessive force was used. Upon removal it was noted that the stent struts were deformed. The physician concluded that the event was due to the use of the device in difficult lesion morphology/anatomy and not related to the device. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in&#2068;he united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions